Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a 77-year-old male patient (96kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a duo-decapolar electrophysiology catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During an afib case and watchman device implant, a cardiac tamponade was noticed. The patient had a drop in blood pressure which caused them to check for issues using ultrasound. The cardiac tamponade was confirmed by intracardiac echo (ice). The medical intervention provided was a pericardiocentesis and 1400cc¿s of fluid was removed. The patient was reported to be in stable condition. No steam pops occurred before the cardiac tamponade was discovered and there was no other indication of any issues. The physician reported to have thought that the cs catheter may have caused a perforation, but this could not be confirmed. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event in the ICU stay for monitoring. The generator used was a smartablate. An irrigated catheter was used in the event and the flow setting was 15 ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag module parameters for stability were stability @ 3mm, time @ 5seconds with no additional filter and color options used prospectively was time. Duodecapolar catheter, not webster cs. Product not available for return/analysis as physician stated it was caused by manipulation of catheter, not product failure. Based on the available information the ablation catheter and cs catheter will be reportable. Should more information become available, it will be reviewed and processed accordingly. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. This report is for the duo-decapolar electrophysiology catheter. The report for the thermocool® smart touch® sf uni-directional navigation catheter was submitted in manufacturer report number 2029046-2022-01284.